Event description:
I am reporting an adverse event associated with the use of clear care plus contact lens cleaning solution. On tuesday, (B)(6), I accidentally used the solution incorrectly by applying it directly to my contact lenses and inserting them into my eye without proper neutralization. This resulted in an immediate burning sensation. I promptly removed the lenses and thoroughly rinsed my eye. I also cleaned the contact lenses and placed them in biotrue multipurpose solution, where they soaked for over 24 hours. After this period, I rinsed the lenses again with biotrue solution before attempting to reinsert them. Upon insertion, my left eye experienced another burning sensation. I immediately removed the contact lens. My left eye became red, irritated, and swollen. I sought medical attention at urgent care. The provider irrigated (flushed) my eye, conducted an examination of my corneas, and noted irritation. Additionally, my right eye began to show signs of irritation following the incident. I was prescribed antibiotic treatment and discharged home. As of today, I am on day three of antibiotic use and continue to monitor symptoms. Patient code: 2523, 4803,1932. Device code: 4001. Ref: mw5186459.